Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead perforated through the wall of the right ventricle apex, resulting in loss of capture. This occurred several days after the initial implant procedure. Surgical intervention was performed, and this lead was explanted and replaced with a new lead of a different model. No additional adverse patient effects were reported. It was indicated that this lead is not expected for return, as it has been retained by the implant facility.